Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: buckling occurred in the insertion sheath approximately 26 cm from the distal end, it is assumed that some physical stress was applied to the insertion sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that when opening the ultrasonic probe, during buckling occurred. The issue was discovered during pre-use inspection, there were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6). E1: address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.